Event description:
The initial attorney report alleged pain, scarring, disfigurement and permanent injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005 - pt underwent repair of a incarcerated ventral incisional hernia with composix mesh. Additional procedures that took place were: placement of a central line through the left subclavian, lysis of adhesions, segmental resection of the ileum and construction of side to side ileoileostomy (functional end to end).

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt is morbidly obese and underwent repair of a incarcerated ventral hernia. Currently, the medical records do not extend beyond the implant and no sample was returned for eval. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, it appears the mesh remains implanted. If additionally info is provided, a supplemental report will be submitted, however with the currently available info, no conclusion can be drawn.